Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
The right ventricular (rv) lead was explanted and replaced due to system upgrade. The lead was returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event.